Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator could not read lead v6 while in use on a pt. There was no reported pt impact.